Event description:
Customer reported a malfunction on the pump, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue returned.